Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that the patient had a loss of efficacy. The patient reported a car accident in (B)(6) 2021. X-rays performed, one lead migrated caudal from t8 to t10. Also, ran impedance check, multiple contacts out of range on the other lead. Both leads replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-nov-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 15-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.